Event description:
1st report: pt temperatures, when measured with tympanic thermometers, were consistently 2 degrees or more lower than that measured with an ivac thermometer. Post anesthesia care unit nurses say the tympanic thermometers are, "unreliable, with large room for user error", "non-durable-often break", "need frequent maintenance and repair", "do not give accurate date consistently." The tympanic thermometers were evaluated in the post anesthesia care unit on 8-12 june 98 because of consistent low temperature readings. Pt's temperatures were checked simultaneously with tympanic and ivac thermometers. Pt temperatures were found to be consistently 2 degrees and greater variance from the temperatures registered axillary with the ivac thermometer. Seven nurses in the post anesthesia care unit were surveyed with their complaints regarding the tympanic thermometers.